Manufacturer narrative:
Plant investigation: the reported symptom code (physical damage) was confirmed on the power control board. The blood pump serial communication ribbon cable and bibag conductivity cell were not returned to failure analysis for investigation. The complaint part (power control board) was received with signs of burn damage on capacitor c10 and missing fuses (si2 and si6). There are no other signs of damage on the returned power control board. The power control board (as-received condition) completed a rinse, heat disinfect, and self-test without any additional damage to the board. The power control board was repaired and retested. The power control board (repaired) completed a rinse, heat disinfect, and self-test without any burn damage to capacitor c10 and other components on the board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A fresenius res (regional equipment specialist) technician was called onsite by a user facility to install a 2008t machine. The res installed the 2008t per request, also calibrated bicarb conductivity cell. There was also physical damaged found on the serial comm. Ribbon cable and had a damaged power control board. The issue was able to be fixed by replacing the blood pump serial cable and the power control board. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, no harm, or adverse event reported. The machine has been returned to service. The alleged sample was requested for investigation at the manufacturing plant.